Event description:
The report received from the affiliate indicated that approximately six months after the index procedure, the patient was found to have an in-stent restenosis (isr) of a previously implanted cypher select plus 2.25 x 18 mm stent (stent #3). The stent was implanted in the proximal left anterior descending (lad). The restenosis was treated by (re-) percutaneous coronary intervention (pci). There was no reported problem with the other two (2) cypher select plus stents implanted during the index procedure.

Manufacturer narrative:
The indication for the index procedure was not provided. The patient had a total of three cypher select plus stents implanted during the index procedure in three target lesions. A cypher select plus 2.25 x 18 mm (stent #1) was implanted in the left circumflex at 18 atm. A cypher select plus 2.25 x 23 mm stent (stent #2) was implanted at 12 atm in the mid lad target lesion. This was then post-dilated at 18, 20 and then 18 atm. A cypher select plus 2.25 x 18 mm stent (stent #3-complaint product) was implanted at 20 atm. No additional information is available. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. A report received from the affiliate indicated that six months after the index procedure, the patient was found to have an in-stent restenosis (isr) of a previously implanted cypher select plus 2.25 x 18 mm stent (stent #3). The stent was implanted in the proximal left anterior descending (lad). The restenosis was treated by (re-) percutaneous coronary intervention (pci). There was no reported problem with the other two (2) cypher select plus stents implanted during the index procedure. The patient is a male with a medical history of diabetes. The patient's medical history of diabetes puts him at increased risk for mace. As per the instructions for use (IFU), pre-morbid conditions that increase the risk of a poor initial result or the risks of emergency referral for bypass surgery (diabetes mellitus, renal failure, an severe obesity) should be reviewed. A total of three cypher select plus stents were implanted in three target lesions. A cypher select plus 2.25 x 18 mm stent (stent #3-complaint product) was implanted at 20 atm. As per the instructions for use (IFU), balloon pressures should be monitored during inflation so as not to exceed the rated burst pressure as indicated on the product label. The use of pressures higher than specified on product label may result in a ruptured balloon with possible intimal damage and dissection. No additional information was available regarding the patient's index procedure or medical regimen post-procedure. The device remains implanted in the patient and is not available for inspection. Additionally, as the sterile lot number was not available, review of the manufacturing records (DHR) could not be performed. Restenosis is a known complication of coronary stenting. Based on the information available, there are patient factors (medical history of diabetes) and procedural factors (implantation above the rated burst pressure) that may have contributed to the event. Please note that this is the initial/final report for this product.